Event description:
Report received of an adverse event while the pump was in use. The pump was programmed in the continuous plus pca mode to delivery 1m/ml of morphine at a rate of 1mg/hour, a 1mg pca dose, a 10-minute pca patient lockout, and a container size of 100ml. It was unspecified if a 1 or 4-hour limit was set. After an unspecified length of time, the nurse found the patient with agonal breathing. The patient's vital signs were unspecified. At this time, the nurse noted the infusion bag was "almost" empty, which was sooner than expected. The infusion was discontinued, and the physician was notified. The patient was successfully treated with an unspecified dose of narcan. There were no reported adverse patient sequelae. According to the customer contact, a review of the nurse's documentation records indicated that the patient received a total of 54mg of morphine within an unspecified time frame "as expected". However, "64mg was still not accounted for". Though requested, no additional information was provided.